Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, it was noticed that the lens rotated inside the eye. The iol was exchanged for same model company lens. There was no further patient impact. Additional information has been requested, yet no new information received.